Event description:
It was reported that the pump module had under infusionsof leucovorin and oxaliplatin. Leucovorin in d5w vtbi with overfill 614ml. At 307ml/hr, at 10:56am, IV bag alarmed infusion completed, but volume remained in the IV bag. Nurse added 40ml to empty IV chemo bag. With 12ml left to go on the added volume the cpc observed that the flow had stopped in the secondary drip chamber, yet there was still fluid in the IV bag. The drip chamber was observed to be collapsing inward on itself. The nurse back primed fluid into the chemo bag and the chemo bag began infusing again. The chemo bag properly emptied and a flush was administered per their usual process. Oxaliplatin vtbi with overfill 565.7 at 283ml/hr, at 10:56 am- IV alarmed for infusion completed, but volume was leftover. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.